Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to a fall that caused brain damage. The cause of death was a fall that caused brain damage. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer fell in the street but the caller was unaware of how or why the customer fell. The caller declined to return the insulin pump for analysis.